Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support for a complete pump reset, and after the reset, the cgm error did not reappear, allowing the customer to successfully start their sensor session.